Event description:
It was reported that the insulin pump alarmed button error and the customer could not clear the alarm several weeks prior. The blood glucose reading was not available. The customer stated that he tried removing and reinstalling the battery to clear the issue with no success. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.